Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous kinks in the hypotube. An inflation device filled with water was connected to the hub of the device. The device was inflated to the rated burst pressure, and held pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Microscopic inspection of the tip found no irregularities or defects. Inspection of the remainder of the device revealed no additional damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(6) stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment. A 3.0 mm x 8 mm quantum(tm) maverick(tm) balloon catheter was advanced for dilation. However, when the balloon was inflated initially, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-compliant balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified first right posterolateral segment. A 3.0mmx8mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, when the balloon was inflated initially, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-compliant balloon catheter. No patient complications were reported and the patient's status was good.